Manufacturer narrative:
Info provided and the examination results suggest that this event is not device related but rather is associated with insufficient torque being applied to the lock screw.

Event description:
Revision surgery revealed loosening of the stabilizer screw and instability of the knee. The surgeon is uncertain if the torque wrench was used.